Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two dbs systems. This report entails information about the left sided ipg. It was reported the ipg is unable to communicate with the clinician programmer or the patient controller. The ipg has been unable to communicate since implanted on (B)(6) 2017. The ipg communicated pre-op and intra-op, however, postoperatively the ipg never communicated. Troubleshooting was unable to resolve the issue. The ipg was not placed into surgery mode and it was determined the ipg is in service app mode. The ipg is inoperable. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed postoperatively.